Manufacturer narrative:
The reported events of high capture threshold and high pacing impedance were not confirmed. As received, a partial lead was returned in five pieces. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths consistent with procedural damage. The lead impedance could not be tested due to condition of the lead as received. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found an external insulation abrasion breaching the optim sheath with intact silicone insulation beneath proximal to suture tie impression. The cause of the external insulation abrasion is consistent with friction to the device can.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for remote follow up via melin.net with an alert for high pacing impedance. The impedance measurement exceeded the upper limit and capture threshold had increased; therefore, the patient was scheduled for lead replacement. The lead was explanted and replaced. The patient was stable prior to, during and after the procedure.